Event description:
It was reported that the customer experienced difficulty with the quick bolus/wake button on their pump, which was hard to press and required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.